Event description:
It was reported to philips that the system was unable to boot, stalling at 00:00. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system was unable to boot, stalling at 00:00. Review of the logfiles confirmed the flexvision pc malfunction. Upon further inspection, philips field service engineer (fse) visited onsite and confirmed the issue with the power supply unit inside the pc. Defective part was returned to failure analysis and found psu faulty and unable to power up. Fse replaced the flexvision pc, hard disk spare part, reinstalled the os and various applications. After the replacement of flex vision pc, the system was returned to use in good working. The codes were updated based on the investigation outcome.